Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2020-01637. It was reported that the patient had high impedances on contacts 1-3. In turn, surgical intervention was undertaken wherein one of the leads was explanted and replaced. It was found during surgery that the lead had also fractured. Postoperatively, the patient has effective therapy. As it is unknown which lead was fractured and replaced, both leads are being reported.